Event description:
The advocate stated the customer tested her blood glucose using her contour meter and another meter (brand unk). The contour meter read 563 mg/dl, while the other meter read 256 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.